Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 232 mg/dl at the time of incident. Customer stated that the insulin pump froze up and shut down during bolus delivery and the issue was recurring. Customer also reported that the insulin pump buttons were unresponsive and was resolved by a battery change. Customer reported worn off insulin pump serial number. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection. No frozen screen noted. Device received with serial number label fading.